Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead dislodged; the ra lead was attempted to be repositioned; however the lead helix was not able to extend. The ra lead was explanted. No additional adverse patient effects were reported.